Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse nxt platform (sn (B)(6) emitted a burnt electrical odor was not verified during functional testing. The customer did not report any safety concerns, and the smell does not affect the platform's functionality. The burning smell primarily results from oil residue burning off as the motor heats up. The reported complaint that the autopulse nxt platform stopped compressions and displayed an alert light was confirmed in the archive data, but it was not reproduced during functional testing. During testing, no burning odor was detected, the zoll test band did not get twisted, and the nxt platform operated as intended. Archive log analysis indicated that the nxt platform delivered compressions for 14 minutes and 23 seconds (1159 compressions) on the reported event date. The session terminated when the internal motor temperature exceeded the thermal limit of 110°c, triggering fault 1290 (fault_analog_motor_over_temp). This fault stopped compressions, and the alert yellow triangle indicator illuminated, confirming the reported complaint. The user then removed the drained battery and replaced it with a fully charged one. After a brief cooling period, the platform was used again. However, it stopped two more times due to fault 1290 within just a few minutes of compression time. The high-temperature limit may have been reached because the platform required additional energy to deliver compressions, possibly due to patient characteristics such as larger body size. This increased energy demand could have led to elevated motor heat, ultimately exceeding the thermal limit. The autopulse nxt platform passed the preliminary functional testing without errors. The platform underwent continuous testing using the large resuscitation test fixture (lrtf) with two batteries, which would help to reduce the motor's oil residues. No device malfunction was detected, and the nxt platform functioned as intended. Following service, the autopulse nxt platform passed all testing criteria.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during patient use, the autopulse nxt platform (sn (B)(6)) malfunctioned. According to the customer, all checks on the nxt platform were completed without issues prior to the patient call. During deployment, the crew noted a slight twist on one side of the nxt band; however, compressions were adequate. After approximately 25 minutes of operation, the crew detected a burnt electrical odor and was concerned that the platform might have been damaged. At that time, the battery was low and was replaced with a fully charged battery. Following the battery change, the nxt platform continued to operate for an additional five minutes before stopping compressions and powering off. The crew reported that a red alert light was illuminated at some point, but the specific alert was not identified. Manual CPR was initiated immediately after the malfunction. Patient outcome details were requested, but the customer indicated the impact was unknown.